Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Bg value was not provided. Elevated bg was addressed via a correction bolus and supply change. System check was performed with tandem technical support and no issues were identified. The customer was instructed to consult with healthcare provider regarding elevated bg.